Event description:
Information received by medtronic indicated that the customer reported a low battery alert in inpen. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer had discontinued using the inpen. The inpen was returned for analysis.

Manufacturer narrative:
The unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Battery investigation was performed, and battery measured 3.011 volts. No battery anomaly was noted. Inpen app home dashboard did display "low inpen battery" as designed. Inpen system will alert with low inpen battery notifications to notify customer of the inpen battery approaching battery expiration. The notifications are sent approximately 3 months before battery expiration, 2 months before battery expiration and weekly when less than 4 weeks before battery expiration. In conclusion inpen working as designed. No battery anomaly noted. Customer received low battery notification as designed. However, inpen battery did not last less than expected and could not confirm charge/battery last less than expected anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.